Manufacturer narrative:
Estimated date of event. The UDI is unknown because the part number and lot number were not provided. Estimated date of implant. The device was not returned for evaluation. The reported patient effects of thrombosis and myocardial infarction are listed in the xience alpine everolimus eluting coronary stent system instructions for use as known patient effects of coronary procedures. A review of the lot history record of the reported lot could not be conducted because the part and lot number were not provided. The treatment appears to be related to the operational context of the procedure. A conclusive cause for the reported thrombosis and myocardial infarction, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The patient deaths mentioned are being filed under a separate medwatch report #. The additional devices such as xience xpedition and xience prime are being filed under separate medwatch report #s. Article: ultrathin-strut biodegradable polymer versus durable polymer drug-eluting stents: a meta-analysisna.

Event description:
It was reported through a research article identifying that xience stents (xience xpedition, xience prime, xience alpine) may be related to the following: death, myocardial infarction, stent-thrombosis, target lesion failure, rehospitalization and revascularization. This article summarizes clinical outcomes of 2886 patients that were treated with xience stents. Specific patient information is documented as unknown. Details are listed in the attached article, titled "ultrathin-strut biodegradable polymer versus durable polymer drug-eluting stents: a meta-analysis."